Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -8.00/1.5/086 (sphere/ cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted in a second surgery on (B)(6) 2021 due to excessive vault. In a third surgery on (B)(6) 2021 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.